Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable pulse generator (ipg) changeout procedure the pacing lead was damaged by the physician. A new lead was attempted but not be completed as the physician became lightheaded. The device settings were changed to unipolar and the wound was closed. No patient complications have been reported as a result of this event.